Event description:
It was reported to philips that the system geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system geometry movements were not available. As a part of troubleshooting, the fse reviewed the system log files and identified that enmv at startup was high, enable movement (enmv) request signal is active during system startup and an application error indicating ¿geometry movements partly available¿. Further investigation revealed geo module was defective. To resolve the issue, the fse replaced the geo module, and the defective part was returned for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, by restarting the system. If a loss of the rotational stand/c-arc movement occurs during a procedure, a warm restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the loss of rotational movement issue may resolve, allowing for continuation and completion of the procedure. Therefore, if the loss of motorized rotational or angulation movement is restored with one warm or cold restart and the procedure is completed, it is unlikely that the loss of movement would result in a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on re-evaluation, this case is not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.